Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that on (B)(6) 2020, a certas valve (ID 828806 - certas inlin vlv sphn/unit cat) was implanted via lp-shunt due to subarachnoid hemorrhage. An initial setting is unknown. Cerebrospinal fluid retention was observed in the abdomen and abdominal catheter fracture was suspected. A contrast study was performed, but it was unable to find where it was leaking. Therefore, it was replaced with a new valve and a new abdominal catheter on (B)(6) 2020.

Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. Unique device identifier (UDI) :(B)(4). The valve was returned for evaluation. Device history record (DHR) - review of the history device records for the valve was not possible as the lot number was unknown. Failure analysis- the position of the cam when valve was received was at setting 5.the catheter was visually inspected the ends were clean cut. The catheter was irrigated and leak tested, no occlusion and no leaks noted. The valve was visually inspected, needle holes in the needle chamber were noted. The valve passed the test for programming, flushing, reflux and siphon guard. The valve was leak tested, leaked from the needle holes in the needle chamber. The valve was pressure tested, the valve failed the test. Biological debris was noted on the ruby ball, and on the seat of ruby ball. The root cause for the problems noted during investigation are due to biological found on the ruby ball, and on the seat of ruby ball. The root cause for the catheter could not be determined as only part of catheter was retuned for investigation. The possible root cause for the issue reported by the customer could be due to biological debris interfering with the valve mechanism.

Event description:
N/a.